Event description:
On (B)(6) 2014, the patient reported that he was questioning the bolus recommendation on his blood glucose monitor. He stated that he received a recommendation of 2.0 units of insulin and a few minutes later he viewed the insulin on board and it was 2.1 units of insulin, but he had not programmed any other insulin other than the 2.0 units previously stated. Later, when the patient was checking his blood glucose level he saw that the device still showed he had 2.1 units of insulin on board. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.